Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right atrial (ra) pacing impedance measurement. Review of measurements revealed the impedance trend starts at 600 ohms and trends up to 700 ohms. Approximately a month ago the impedance was 1,300 ohms for one measurement. Commanded measurements were stable and within range. Technical services discussed continued monitoring since all commanded measurements and other daily measurements were acceptable. Additional information was received indicating the ra lead exhibited possible loss of capture. Fluctuating pacing impedance measurements continued to be observed along with an increase in amplitude measurements. Boston scientific technical services (ts) recommended obtaining a chest x-ray to evaluate the lead position. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A visual inspection of the device header revealed that the ra lead was not fully inserted while implanted by evidence of the lead seal ring marks in the ra header port. This condition is known to contribute to the noted clinical observations. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this patient expired two years after the original clinical observation was noted. There was no report that the patient's death was linked to the performance of the lead/device. The device was explanted and returned for analysis.